Event description:
Symptoms: painful period, blood clots with period, back and hip pain everyday. Mainly left side, acne face, shoulders etc., thinning hair, brain fog, confusion, night sweats, mid cycle, can't sleep through the night, rage, anger, mood swings, crying, depression, weight loss, bloating, left side, always stuffy nose. Chronic sinus infections, teeth issues, stomach issues, chronic headaches, hot flashes, random low grade fevers at night. Cysts appear on wrist and feet, tired, dark circles under my eyes, day 1 of period (B)(6) 2019 feel like I am being murdered from inside my body! Woke up in excruciating pain from a dead sleep. Bleed through a tampon in one hour. You are fine they say! Just take ibuprofen they say. This is the face of pain caused by the unk. The face of pain with ibuprofen and narcotic in my body but yet it still is unbearable. Don't dare go to the ER because you will be ridiculed or treated as an addict. Why is it ok to warn of the unk in all other procedure except sterilization? Why do we have pages of info on a prescription drug but not pages of the consequences of sterilization? Blown my mind that this is ok that this is happening to women of everywhere and it is not ok. This is the face of pain. This is the face of someone who for a living sells life saving medical instruments as a medical device rep. This is the face of someone who is counting down the days until (B)(6) to try to regain my life back to being ok again. My story: 10 years and back. This is the face of a girl who was (B)(6) just after delivering her 2nd baby. The face of a new mom that had no idea the choice she made to get her tubes tied was about to rock her world. It all started here. It was (B)(6) of 2008, I just had a c-section to deliver my first child, my son. Went through 16 hours of labor to then have to have a c-section. After having the c-section, the next day the dr comes and says that the placenta was filled with clots. She ordered all sorts of blood tests to figure out why it was filled with clots. Test came back that I was a heterozygous mthfr carrier. I was sent to a hematologist. One in particular scared me! Being a brand new mom with a (B)(6) month old to be told you are lucky your baby isn't deformed. Lucky he appears to be mentally normal! What do I do? Happy marriage to miserable marriage. My husband and I decided to have another baby quickly. Got pregnant 7 months after having my son. Surprise, I was pregnant with a baby girl this time. Being thankful I had a boy and a soon to be baby girl, I made the decision to get my tubes tied during my c-section with my daughter. I would have never made that decision if I wasn't scared by a medical professional saying you are lucky your children are normal. Terrifying to say the least! Tubal ligation: (B)(6) 2009, happy birthday to myself and my daughter! Day of dread for the next 10 years to come. About 2 weeks after having my daughter, I lifted my son out of his bouncy and dropped to the floor in pain. I thought I threw out my back. I did previously have a herniated disc in my low back so I figured it was that. I have been living 10 yrs of back pain thinking it was my back. Ten years of getting countless MRI's and x-rays to see there is no change. Why am I in chronic daily low back pain. Why? My uterus is tilted on my back. My tubes being tied turned my world upside down and this is not ok! Has numerous times almost broken up my marriage to my husband because I seemed distant. I didn't try to be distant, but I was. Didn't want to have intimacy all the time like I used to; he thought I was cheating on him, not realizing what I was going through on the inside. Not realizing that I didn't. Ten years of chronic pain. Have ten years of records I will gladly provide. FDA safety report ID# (B)(4).